Event description:
Pump reported to have a 533:320:717:0000 failure code by the customer when returning the pump for servicing. The failure code will result in an audible and visual alarm and stop all channels in use. No pt compromise or injury was reported.